Event description:
A caller reported an issue with the pump's touchscreen, which was frozen and unresponsive, although it was not cracked or shattered. The customer's blood glucose level was displayed as "high," but no specific value was provided. The customer administered a correction bolus via the pump and did not require third-party assistance. Technical support provided complete pump reset instructions, which the caller followed, successfully resolving the issue and restoring the screen's responsiveness.